Event description:
From information supplied by family member. The event occurred in the emergency department in 2002. A laceration in between the pt's eyes, above the nose was being closed. The pt was lying flat and the nurse was holding the edges of the wound together while the doctor applied the adhesive. The pt was not restrained. There was no application of petrolatum or any other ointment; no gauze or drape was placed over the eyes. The family member thought the dermabond was in a syringe instead of an ampule. The left eyelid was bonded shut. The pt was taken to an ophthalmologist on 05/2002 and was prescribed erythromycin ointment and moist wash cloth application four times a day. The family member said there is no plan for a follow up appointment with the eye doctor. Family member states the eyelid is slowly opening and family member can see the eyeball out of the corner of the eye.